Event description:
Customer reported the bag-to-vent switch broke. There was no reported pt injury. Investigation/conclusion: the parts were returned to the mfg site for investigation. It was determined there was interference between two metric screws, the toggle shaft, and the pivot bracket. This resulted in improper installation and bending of the screws with subsequent fracture of the screws under normal usage. Assembly personnel have been informed of this complaint. Additionally, certain tolerances for the involved parts have since been tightened as well as the counterbore diameter of the screw holes has been enlarged. The reported complaint was initially rec'd on 03/2000 and was not considered to be a reportable event. During a subsequent review of the complaint database, this report was considered to be reportable.